Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that through a remote monitoring system, this subcutaneous implantable cardioverter defibrillator (s-ICD) detected a long capacitor charge time. As a result, boston scientific technical services and engineering confirmed the long capacitor charge time and recommended device replacement. As a result, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
It was indicated the hospital is required by law to keep the product for a period of time. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected a long capacitor charge time. As a result, boston scientific technical services (ts) and engineering confirmed the long capacitor charge time and recommended device replacement. As a result, this device was explanted and replaced. Following the device replacement, the patient indicated he worked on an elevator/hoist for 15-20 minutes everyday and he would feel an electric charge in the implant area. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. Memory review confirmed that the device underwent a reset due to memory corruption which resulted in the observed error message. The cause of the memory corruption could not be ascertained.